Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the tissue pad melted and partially detached. The device was tested with a test handpiece and generator and the device did activate. Based on the condition of the tissue pad, a possible cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the tissue pad started to peel off after about a third into the case. A new ace was opened and the case continued with no further problems. There were no adverse consequences for the patient.